Manufacturer narrative:
One device was returned of repair with complaint that there was air in line. Log events were reviewed and there are no errors related to the complaint. Device had not previously been in for service. Visual and functional testing was performed. All tests passed within specifications. The complaint could not be replicated.

Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was air in line. No additional information.